Event description:
It was reported that during a surgical procedure, the central reamer split at the top. The event occurred intraoperatively while the device was in use, and the reporter noted that the device had been used in a prior surgery. No fragments fell into the patient, and the procedure was completed; however, the device was deemed unsuitable for subsequent use. There were no consequences or impact to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign. Event occurred in canada. H6: proposed annex g code: mechanical (g04), drill. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.